Manufacturer narrative:
Product analysis conclusion: the reported type ib endoleak was confirmed, on the films provided. Lack of pre-implant CT's did not allow for assessment of the pre-implant anatomy. And earlier post-implant CT's were not available for comparison of the stent graft in-vivo configuration over time. Although, the cause of the event cannot be fully determined from the films returned. It is likely, that disease progression with aneurysm morphology changes over the (B)(6) years of implantation of the devices may have contributed to this event. Analysis of the returned films did not reveal, any obvious stent graft integrity issues. B5: additional information received: it was confirmed, the endoleak device is vamc3232c200tj. And there is no allegation against vamc 4040c200tj. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant captivia stent grafts were implanted for the endovascular treatment of a 95mm descending thoracic aortic aneurysm. It was reported that a follow up CT performed approximately 6years and 11 months post index procedure identified a type ib endoleak. At approximately 2.5 weeks post CT an intervention was carried out where a valiant captivia model vamc3232c150tj was implanted and the endoleak resolved. Per the physician, the cause of the endoleak was anatomy related and the event might be caused by changes in the vascular morphology over time. No additional sequelae was reported and the patient is fine.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.